Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the rim around the reservoir compartment was cracked. Customer's blood glucose was 304 mg/dl two days prior. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.